Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an unfolding problem during progression of the intraocular lens (iol) in the cartridge during a cataract procedure. The iol was replaced and the procedure was completed without patient harm.

Manufacturer narrative:
The product was returned. Blood and solution was dried on the lens. The lens was cleaned for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of "problem unfolding". A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).